Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information via latitude red alert that this cardiac resynchronization therapy defibrillator (crt-d) displayed a low shock impedance measurement less than 20 ohms on a competitor's lead. It was noted that the patient had been in a car accident recently. Technical services (ts) discussed that we could not rule out a lead issue due to the car accident. Additional information indicated that the local field representative believes there are no issues with the device and he suspects that this is a competitor's lead issue. Subsequently, it was noted that the competitor's lead was normal. The low impedance measurement could not be reproduced.